Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 for motor stall during a supply change and fill tubing process, and multiple restarts did not resolve the issue; a replacement was shipped and the user was instructed to sync data and shut down the device prior to return. Symptoms included no reported impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting, review of shipment and return logistics, and attempts to reconcile return tracking, with reports that the device was mailed via usps and not scanned by the designated carrier. Investigation of this case revealed that the event was consistent with a pump motor stall, but device analysis could not be performed because the original unit was not received. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of device return and data for evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.